Event description:
It was reported that (1) device was used during a radical prostatectomy. It was reported by the representative that the pmw35 skin stapler was "sticking" about half way through use of stapler. Another pmw35 instrument was used to complete the case. There was no consequence to the pt.